Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 dissection nose tip detached and had to be retrieved out of the leg through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the dissection tip nose had detached from the juicer. The components formed a complete assembly. There was some evidence of adhesive along the joints. There was some evidence of blood. Based upon the visual observations, the reported complaint for "nose tip broke" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).